Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the ring fell off the device. The silicone valve ruptured and dropped into the abdominal cavity. It was retrieved intra-op. The case was completed by using another like device. No patient consequence.